Event description:
The cotton separated during the removal process for the first two devices used. This was the first time this brand of tampon was used. Medical treatment was required to remove the cotton. The box has been discarded.